Manufacturer narrative:
This information is based entirely on journal literature. This event occurred outside the us. All information provided is included in this report. Patient information is limited due to confidentiality concerns. Multiple patients and multiple manufacturers were noted in the article; however, a one to one correlation could not be made with unique device serial numbers. The baseline gender/age of the patients represented in the article is male/64 years old. Without a lot number or device serial number, the manufacturing date cannot be determined. Since no device ID was provided, it is unknown if this event has been previously reported. Request for additional information will be made and upon receipt a supplemental report will be submitted accordingly. Referenced article: the neutrophil to lymphocyte ratio predicts all-cause mortality in patients with implantable cardioverter defibrillators. Pace. 2017; 40(2):135-144.

Event description:
A journal article was reviewed which contained information regarding implantable cardioverter defibrillator (ICD). Multiple patients and multiple manufacturers were noted in the article; however, a one to one correlation could not be made with unique manufacturers/device serial numbers. There were patients who expired due to infection, malignancy, cerebral hemorrhage and worsening heart failure. The status/location of the ICD's is unknown. Further follow up did not yet yield any additional information. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This information is based on subsequent follow up information obtained. All information provided is included in this report. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received through follow up with the company representative who indicated that there were no products of this manufacturers involved. No further information was provided.